Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the entire body vibrating. When asked about the steps taken to resolve the issue, the hcp stated that the patient was contacted for follow-up as they did not refer the above symptoms at their post-operative appointment. They were attempting to schedule follow up. The hcp confirmed that the issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they wake up in the middle of the night and their bed and stomach was vibrating. Patient stated it feels like someone else was changing it and it makes them vomit. Patient said this had been occurring 2-3 times a week since they got the permanent implant. They added when their body begins to vibrate they turn it down and then when it stops and they were donde being sick; and the therapy was not working they turn it up to where they had it at and they'll be fine for a couple days and then all of a sudden they were throwing up because their entire body was vibrating. Patient added when they asked healthcare provider (hcp) they said they don't know how to work it and redirected them to manufacturer representative (rep) so they said "they'll have to figure out on their own". Patient also mentioned not receiving any education prior to getting the device implanted. The patient was redirected to t heir healthcare provider (hcp) to further address the issue. Patient's scheduled to follow-up with hcp at the end of this month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.